Event description:
The patient was hospitalized for hypoglycemia.

Manufacturer narrative:
The pump was returned to animas for eval. Evaluation revealed a damaged connection to the force sensor but demonstrated that insulin delivery was operating within required specifications and delivery accuracy.